Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device was not returned to abbott vascular for investigation and was reported to be discarded. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. The lot history record (lhr) for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a nurse trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during locator wings deployment and initiation of exchange sheath splitting deployment felt stiffer than usual; however, deployment was completed. The clip deployed in the intended location and achieved hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.